Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1000 mg/dl. The customer was treated with insulin drip. Troubleshooting was not done for high blood glucose. Customer states that the event leading to hospitalization was that transmitter was not available. The insulin pump will not be returned for analysis.